Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual it was reported that the patient went to charge their ins on (B)(6) 2018 and they saw eos indication on their recharger. The patient was able to charge their ins complete. The patient stated their therapy was on and active. The patient stated they used their programmer to connect to their ins day of call and did not see an eos indication and therapy was on and active. The patient stated they saw their hcp in (B)(6) 2018 and had the ins battery checked. The hcp told them it had about 1-2 years left. Patient stated they never let their ins reach an overdischarged state. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the healthcare provider (hcp) reporting that the eos was not yet resolved and that the patient was referred to the neurosurgeon. No further patient complications have been reported as a result of this event.